Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary angioplasty treatment procedure, mid shaft leak occurred. Vascular access was obtained via the right femoral artery. The 99% target lesion was located in the severely calcified and severely tortuous left superficial femoral artery. A non bsc guiding catheter was used and was advanced to the left side of the leg. After a non bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was delivered via the guide wire and dilation was started however, it was found out that contrast media was leaking at the mid shaft of the device. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary angioplasty treatment procedure, mid shaft leak occurred. Vascular access was obtained via the right femoral artery. The 99% target lesion was located in the severely calcified and severely tortuous left superficial femoral artery. A non bsc guiding catheter was used and was advanced to the left side of the leg. After a non bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was delivered via the guide wire and dilation was started however, it was found out that contrast media was leaking at the mid shaft of the device. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 5mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was a pinhole in the balloon. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).